Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Only the delivery wire was returned for analysis and microscope examination of the detachment zone revealed that the main coil was detached by break/fracture. The delivery wire was kinked at multiple sections and the proximal contact was bent likely related to handling. Information available indicated that the device was confirmed to be in good condition prior to use. It is probable that the coil broke from the detachment zone during use limiting its performance during the clinical procedure; therefore, an assignable cause of operational context was assigned to this investigation.

Event description:
Analysis of the device revealed that the main coil fractured from the detachment zone. There was no reported clinical consequences to the patient.